Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of above 500 mg/dl. Customer delivered a correction injection to address their bg level. The customer reverted to an alternate method of insulin therapy.